Event description:
It was reported that the 2600 system reported incorrect date and time. Date and time had to be manually reset. There was no reported pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified and the memory back up battery was replaced. The system was tested and found to be working as intended and placed back into service.